Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. "E.1. Initial reporter facility: (B)(4).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a hardware failure. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure after having a power issue. A field service engineer found auxiliary drawer 2.2 and 2.1 not detected on bus. The t-board controller and drawer controller circuit board were found to be non-functional. To resolve the issue, the t-controller circuit board, drawer board, and position sensor were replaced. Additionally, the hardstop screws were tightened. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a hardware failure. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.